Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg implantable cardioverter defibrillator, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that during the prophylactic right ventricular (rv) lead extraction, that the patient's blood pressures dropped immediately after the rv lead was extracted from the rv apex. A trans-esophageal echocardiagraphy (tee) was performed and it was determined there was blood in the pericardial space. A pericardiocentesis was performed and the patient's blood pressures stabilized. The physician noted that the rv lead helix did not completely retract from the rv apex despite numerous rotations and that a plug of rv tissue may have been extracted with the rv lead causing the pericardial effusion. The rv lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.